Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a leaking arcuate incision despite of planned 85 percent posterior depth with femtosecond laser. Additional information from reporter indicated non-penetrating incisions were created to seal the leak and a bandage contact lens was applied after the procedure. Additional information has been requested.